Event description:
A distributor reported on behalf of a healthcare facility in japan that a mr290v vented autofeed humidification chamber, supplied with a rt202 adult breathing circuit with mr290 autofeed chamber, was found leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The rt202 adult breathing circuit with mr290 autofeed chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an mr290v vented autofeed humidification chamber, supplied with an rt202 adult breathing circuit with mr290 autofeed chamber, was found leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were provided to fisher & paykel (f&p) healthcare for evaluation. Results: the healthcare facility reported that an mr290v vented autofeed humidification chamber provided with an rt202 adult breathing circuit was leaking water. Visual inspection identified a crack on the dome of the chamber. Further analysis identified damage consistent with external mechanical force. Conclusion: our investigation identified a crack on the dome of the mr290v vented autofeed humidification chamber. Based on our investigation, the crack is likely to be due to an externally applied mechanical force. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions provided with the rt202 adult breathing circuit include the following: visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Ensure appropriate ventilator and flow source alarms are set before connecting breathing set to patient. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Do not use the chamber if the seals are not intact when received, or if it has been dropped. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure there is a water supply connected to the chamber and that water is present within the chamber.